Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was suspected to have been depleting prematurely. A disk was sent in for analysis, which indicated that the longevity of this device was not meeting specifications. The exact cause for the early depletion could not be conclusively made from the data provided. No adverse patient symptoms were reported.